Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfilling occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "it was reported during a post market surveillance survey phone call that the customer has experienced overfilling with the tubes. Event description per attached email states: during post market surveillance phone survey call, customer reported issue with sodium citrate light blue top tubes over-filling during sample collection. They had to discard several tubes and re-draw patients for a second sample collection. Customer indicated they only use bd vacutainer tubes for their facility and would like a suggestion on how to prevent the overfilling issue."

Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 295453 the investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that overfilling occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "it was reported during a post market surveillance survey phone call that the customer has experienced overfilling with the tubes. Event description per attached email states: during post market surveillance phone survey call, customer reported issue with sodium citrate light blue top tubes over-filling during sample collection. They had to discard several tubes and re-draw patients for a second sample collection. Customer indicated they only use bd vacutainer tubes for their facility and would like a suggestion on how to prevent the overfilling issue."